Event description:
(B)(6) notified baxter (B)(4) of a clearlink luer activated device in which a no flow was observed. According to the report, the clearlink was attached to an unknown administration set, then to an unknown pump. The pump alarmed that the clearlink was blocked. The staff verified that the pump was working correctly. It is unknown when or in which care area this event occurred. There was no patient involved. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.